Event description:
It was reported that two years ago, the patient presented with a myocardial infarction and a 100% occluded left ventricle artery. On (B)(6) 2009, a 3.0x12 and a 3.0x18 vision bare metal stent were both implanted in the mid left anterior descending artery and carvedilol beta blocker as treatment. A week post-implantation of the stents, the patient started experiencing, and has since been experiencing, pain, shortness of breath, and chest pressure. A stress test was performed, but yielded negative results. On (B)(6) 2010, the patient arrived in emergency room with 99% restenosis of both vision stents. A 2.75x28 xience v stent was placed inside both vision stents, spanning the length of both stents. The same symptoms of pain, shortness of breath, chest pressure, and tenderness to touch in the mid chest area persist. Diltiazem medication was administered for treatment of in (B)(6) 2012. An unspecified abbott stent and several metals were placed on the patient skin to perform a patch test, resulting in positive allergy to gold salt and cobalt. No treatment has been administered for the allergy. There were no reported patient adverse sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of restenosis is listed in the rx/otw vision instructions for use as known adverse events. It should be noted the instructions for use states: persons allergic to l-605 cobalt chromium alloy (including the major elements cobalt, chromium, tungsten, nickel) may suffer an allergic reaction to this implant. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional multi-link vision coronary stent system referenced is being filed under a separate medwatch MFR number.